Event description:
The customer reported to olympus that the evis lucera duodenovideoscope had internal defect of the internal channel. The event was identified during the procedure when the nurse reported that the young doctor applied excessive force during stent removal, causing the stent to jam. The intended therapeutic endoscopic retrograde cholangiopancreatography (ercp) stent removal was completed using the same device. There was no report of patient or user harm associated with the event. During testing and inspection of the returned device, it was discovered that the stent got stuck in the forceps opening. This medical device report (MDR) is being submitted to capture the reportable malfunction found during device evaluation.

Manufacturer narrative:
Prior to returning the device, the customer confirmed the following about the reprocessing of the device: the customer did not clean, disinfect, or sterilize the product before sending it to olympus. The device was returned to olympus for evaluation. The customers allegation of internal defect of the internal channel was due to clogging of channel tube, foreign objects come out of distal end. This issue was caused by insufficient cleaning or handling issues. The following additional findings were also identified and are as follows: (a.) Due to wear of angle wires being stretched, the bending angle in the up direction did not meet the standard value, (b.) Adhesive on the bending section cover or distal end (a-rubber) had a crack, (c.) Adhesive around the light guide lens was peeled, (d.) The control unit had a scratch, (e.) The right/left knob had a scratch, (f.) The up/down knob had a scratch, (g.) The lock engagement knob had a scratch, (h.) The switch box had a scratch, (I.) The suction cover had a scratch, (j.) The grip had a scratch, (k.) The image guide protector had a scratch, (l.) The universal cord had a scratch, (m.) And the protector of the universal cord on the suction connector side had a scratch. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or when additional information becomes available.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the foreign material was insufficient cleaning. Identification of the material could not be determined. Customer additionally reported that the device was not cleaned, disinfected, and sterilized before it was returned to olympus. There was no delay in the start of precleaning. No abnormalities in the accessories used in reprocessing. The nozzle was wiped/brushed with a clean lint-free cloth/brush/sponge. The air/water nozzle was flushed with detergent. Olympus will continue to monitor field performance for this device.